Event description:
This incident is being reported in abundance of caution. We have become aware that our electron small cone applicator did not fully meet the iec 60601-2-1 standard. -a maximum average of 1.35% of leakage radiation outside the periphery of the electron beam geometrical radiation field for minimum and maximum electron energies. Our measurements done on our medical linear accelerator with 2cm small electron cone and 21 mev shows a worst case maximum average leakage value of 1.425%.

Manufacturer narrative:
Does not meet iec specifications. Brand name: primus m, primus, mevatron kd2, primus plus, oncor impression, oncor impression plus, oncor avante garde, mevatron md2, mevatron kds2. (B)(4).